Event description:
The dealer alleges the joystick is shutting off on its own. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. The device model 3gtq3 is 5 months old. All consumers are provided owners manual part number part no 1143151 rev h - 07/10 with this device. It is unknown if the consumer has fully read and understands the owners manual. The following warning is provided for the consumer on page 11: "warning -do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician. The following safety warnings are provided regarding the joystick on page 17: "do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged." Following these safety warnings mitigates harm to the consumer. No injury was alleged with this issue,